Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows a distal tip torn radially. A 3mensio was provided and revealed that the access vessel mld is 8.2mm and the vessel showed some tortuosity and mild calcification. During manufacturing process, the device inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Per procedure, the during the manufacturing process and at final sheath inspection the sheath is visually inspected for damage. Per procedure, during manufacturing of the sheath shaft component, the esheath tip is inspected. During pv testing, the samples then undergo an expander insertion force test. The lot passed the testing criteria. Following this test, the sheaths were again inspected for damage caused during expansion, including liner tears and fragments that have detached from the tip. All samples passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The device history record (DHR) was reviewed and did not reveal any issues that could have contributed to the reported event. A lot history review was not performed. There was no evidence of an actual or potential product non-conformance identified. A review of complaint history for the edwards esheath introducer set (all models) revealed other returned devices from november 2018 ¿ october 2019. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors may have contributed to the event. A review of the complaint history revealed that the occurrence rate did not exceed the october 2019 control limit for this trend category. The IFU for esheath us, the commander device preparation training manual and procedural training manual were reviewed for guidance involving esheath and delivery system usage. Caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. The procedural training manual provides guidance on sheath removal. Factors that can assist with removal of the sheath are as follows: remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, and hemostasis will not be maintained if the sheath is partially removed past the partially expandable section (have appropriate dilator ready to occlude the vessel if required). In addition, appearance of the sheath upon removal may appear some curvature of the sheath may be present, ripples along the seam are normal, an open tip and seam are to be expected. It is important to remember through the procedure tom initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, remove the sheath without torqueing and do not reinsert the sheath at any time. The complaint was confirmed. Without the device being returned for evaluation, additional visual, dimensional, and/or functional testing could not be performed. No labeling inadequacies have been identified during evaluation. In this case, the cause for the tip torn cannot be determined. There is insufficient information to determine a root cause at this time. The distal tip radial tear failure mode and its root cause had been initially captured in a product risk assessment (pra). In the pra, the root cause is attributed to a manufacturing defect, insufficient scoring of the sheath distal tip. Improper scoring of the sheath tip can lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the observed tearing and resistance. A CAPA was initiated to drive corrective actions to address the issue. The CAPA was closed in 2015. This complaint device was manufactured in 2019, after corrective actions have been implemented. A pra has been initiated to capture investigation and related risks on recent sheath complaints exhibiting this failure mode; investigation is still ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4) investigation is ongoing.

Event description:
Per provided photo, an unstable piece of torn tip was noted. During a tavr transfemoral procedure with a 23mm sapien 3 valve, the commander delivery system met resistance during insertion into a 14fr esheath. A little force was needed to insert the delivery system but eventually the system was inserted, and the valve was deployed successfully. Resistance was met after the delivery system passed through the tip of the sheath. Upon removal of the esheath the tip was torn. There was no vessel damage and the patient is stable. The devices were discarded. As reported, there was no difficulty inserting the sheath into the patient. The patient's anatomy was adequate. There was no device withdrawal difficulty of the devices.